Event description:
It was seen that a patient had posted on twitter numerous times over the course of the previous year that he feels pain in his back due to surgeries with an unnamed implant that he says had failed. The patient reported that he now needs fusion. In the most recent post, zimmer biomet was tagged with the claim that these issues were with a mobi-c device. No further information regarding product malfunctions or revision surgery was provided.

Manufacturer narrative:
H3 "no information" entered in error. Correction to: a1, b1, b2, b5, d1, d2 (common device name), d10, e3, g3, g5 (PMA/510k), h3. Additional information: a5, b6, b7, d4 (UDI number), e1 (middle name, address), h6. The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. The lot number is unknown; therefore the device history records are unable to be reviewed.

Manufacturer narrative:
No information provided about identification of the product (ref/lot). Investigation is still in progress waiting for further details. Not returned.

Event description:
Mobi-c p&f us : patient pain reported. A patient puts on the social media platform, twitter, that he feels pain in his back due to surgeries that he claims failed and he says he now needs fusion. In his posts he was tagging a medical institute then he started to tag zimmerbiomet claiming that he had an issue with a mobi-c device. Both zimmerbiomet and the medical institute reached out to him in private messages. Firstly to express their regrets for his pain and secondly asking him to be contacted privately to sort out the issue. The patient did not respond in any way.